Event description:
Material no.: 367960. Batch/lot: 9158934. It was reported that during use of the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the "gel material formed on top of the plasma rather that underneath after centrifugation was completed." The following information was provided by the initial reporter: customer indicates that the gel material formed on top of the plasma rather that underneath after centrifugation was completed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. To assure a high quality specimen when utilizing heparin plasma, several factors are key. Included, but not limited to are: proper phlebotomy technique to minimize poor barrier separation and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. Evaluation and enforcement of ¿add on testing¿ policies and validation of analyte stability, including the effects of specimens containing latent fibrin should be considered.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 367960. Batch/lot: 9158934. It was reported that during use of the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes the "gel material formed on top of the plasma rather that underneath after centrifugation was completed." The following information was provided by the initial reporter: customer indicates that the gel material formed on top of the plasma rather that underneath after centrifugation was completed.